Manufacturer narrative:
Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient does not changed infusion set after 3-4 days on (B)(6) 2026 which led to high blood glucose. Th high blood glucose level was treated with bolus.